Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - home monitoring alerted clinic of a vf episode. Patient came in for provocative testing where inappropriate vf was detected again. Physician decided to cap this lead and replace it.